Manufacturer narrative:
Citation: gohbara m, hanajima y, sugano t, hibi k. Back-up type guiding catheter for percutaneous coronary intervention after transcatheter aortic valve replacement with a self-expandable valve. Cardiovasc interv ther. 2024;39(4):497-498. Doi:10.1007/s12928-024-01010-8 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a patient who underwent transcatheter aortic valve replacement (tavr) with a medtronic 23 mm evolut pro+ valve to treat aortic stenosis. Seven months after tavr, the patient was admitted due to a non-st-segment elevation myocardial infarction. In their account of the case, the authors wrote that the patient had a history of three-vessel percutaneous coronary intervention (pci) more than 10 years before tavr and coronary angiography (cag) prior to tavr showed 75% in-stent restenosis of the left circumflex artery, but cag upon admission revealed in-stent occlusion. Consequently, pci was performed (balloon inflation with a drug-coated balloon) and successfully recanalized the in-stent occlusion.